Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had symptoms of lightheadedness. The right atrial (ra) lead exhibited high pacing thresholds and was surgically abandoned. No additional adverse patient effects were reported.